Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A regulatory agency reported the knife was not sharp. No additional information is available.

Manufacturer narrative:
No sample was returned for evaluation for the complaint of not being sharp; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number, has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates no additional complaints associated with the reported lot number. Because no sample was returned and the device history record review of the lot number provided indicates product was released according to the product¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).